Event description:
It was reported that the bottom middle of the touchscreen on the pump was not working properly. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.